Event description:
It was alleged by an end user that he was hospitalized for one day for treatment of "smoke inhalation" and brochial irritation as a result of a thermal event in a bi-level positive airway pressure (bipap) device. There was no report of serious or permanent injury. The MFR has made numerous requests for the return of the device for evaluation. To date, the device has not been returned. Upon receipt of the device or new information, a follow up report will be filed.